Manufacturer narrative:
The technician found the brake and steering casters were broken and two of the caster supports were also broken. The technician replaced the casters and the supports to repair the bed.

Event description:
Information rec'd indicates the brake is not holding.